Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the buttons on their pump required multiple presses to activate and indicated that there was some peeling around the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 08/02/2013 with the following results: all keypad buttons are responsive. The keypad cover was torn from 'up' to 'down' buttons. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. The audio bolus button cover was detached from the pump. Unable to test the audio bolus button responsiveness due to the audio bolus button cover being detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.